Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 01-dec-2020. The most recent information was received on 09-dec-2020. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('burning lower back pain on the right side') in a 40-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2016, the patient experienced back pain (seriousness criterion medically significant), fatigue ("severe fatigue"), amnesia ("memory loss"), disturbance in attention ("difficulty concentrating"), arthralgia ("joint pain in the right ankle"), eczema ("eczema in the ears") and loss of libido ("loss of libido"). Essure treatment was not changed. At the time of the report, the back pain, fatigue, amnesia, disturbance in attention, arthralgia, eczema and loss of libido outcome was unknown. The reporter provided no causality assessment for amnesia, arthralgia, back pain, disturbance in attention, eczema, fatigue and loss of libido with essure. Diagnostic results (normal ranges are provided in parenthesis if available): sleep study - on an unknown date: no sleep apnoea. Thyroid function test - on an unknown date: normal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-dec-2020: quality-safety evaluation of ptc; after internal review, patient age was added, lab tests updated based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 01-dec-2020. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('burning lower back pain on the right side') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2016, the patient experienced back pain (seriousness criterion medically significant), fatigue ("severe fatigue"), amnesia ("memory loss"), disturbance in attention ("difficulty concentrating"), arthralgia ("joint pain in the right ankle"), eczema ("eczema in the ears") and loss of libido ("loss of libido"). Essure treatment was not changed. At the time of the report, the back pain, fatigue, amnesia, disturbance in attention, arthralgia, eczema and loss of libido outcome was unknown. The reporter provided no causality assessment for amnesia, arthralgia, back pain, disturbance in attention, eczema, fatigue and loss of libido with essure. The reporter commented: patient current status no sleep apnoea (test carried out). Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on an unknown date: thyroid is normal value. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.